Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented with discharge noted from the pacemaker pocket. It was determined that the patient had developed pocket infection. The whole pacing system including the pacemaker was explanted. Patient condition was stable.

Manufacturer narrative:
Correction: b3 date of event - should have been (B)(6) 2022 rather than (B)(6) 2022.